Event description:
It was reported that an unknown spectrum pump had an unknown system failure which occurred during therapy in the neonatal intensive care unit (nicu). The user was prompted tot urn off the pump and had to reprogram the infusion parameters. It was also reported that there was a delay in therapy for about one minute, but there was no patient injury or medical intervention needed.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.